Event description:
Customer reported she had a sensor that caused a bruise and discomfort. Customer stated she had to go to her doctor since she had a big lump and doctor advised her to call. Customer does not recall blood glucose level. Customer stated that the transmitter had blood on it. Sensor was not tugged or pulled on, after insertion. Sensor was inserted away from restricted clothing. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.